Manufacturer narrative:
Date of event: used (B)(6) 2020 since it was noted that procedure was done 6 months ago.

Event description:
It was reported that patient had renal failure. The patient presented with thoracic outlet syndrome. An angiojet solent proxi catheter was used for a thrombectomy procedure. During the procedure, the catheter worked fine. However, it was noted that the creatinine level of the patient went from 0.9 to 6. No dialysis was required and the patient's creatinine level is now back to normal levels. No further patient complications were reported.